Event description:
The customer reported that the 6800 system had an error message and would not x-ray at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call.